Manufacturer narrative:
Upon receipt, the device was found with a battery status indicator of end-of-life (eol) associated with a monitoring voltage of 3.089 volts. A review of device memory found that eol was declared in (B)(4) 2011 (post-explant) due to a long charge time-out. Additionally, the device had delivered shock therapy into a shorted condition on the same day as eol declaration. It was determined that the root cause of the long charge time and eol declaration, that occurred post-explant, was attributed to a damaged plasma fuse, the result of delivered therapy into a shorted lead condition.

Manufacturer narrative:
This investigation will be updated when further information from analysis has been provided.

Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the devices operation, functionality or longevity. No adverse patient effects reported. The battery capacity on this device has been depleted.

Event description:
--